Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock and during testing with arm and pocket manipulation noise was found in the primary vector. Reportedly, the secondary and alternate vectors exhibit t-wave oversensing. The hospital radiology report mentions the electrode is crimped near the pocket and there the possibility of a fracture. A system revision is being analyzed by the hospital. Upon technical services (ts) review it was discussed the entire device data is not available as the last upload is from october 2020. The inappropriate shock was confirmed and it was mentioned that the recent events are free of artifact. In addition, ts discussed that the observed noise/artefact is not consistent with a fracture and it appears to be related to myopotential artefact. The s-ICD system remains in service. No additional adverse patient effects were reported.